Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was also received with minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported the customer had a keypad anomaly. The customer stated the buttons would be unresponsive on their insulin pump. Customer's blood glucose was unknown. Customer also reported having difficulty pressing their buttons at times. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.